Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during device evaluation that the gastrointestinal videoscope had foreign material in the nozzle. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field: h3, h6. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the type of foreign material that remained on the device could not be identified. The customer provided the cleaning, disinfection, and sterilization (cds) processes, where no obvious deviations from the instructions or use (IFU) were identified. A definitive root cause could not be determined. The subject event can be detected and prevented by implementation in accordance with the below IFU. Instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.